Manufacturer narrative:
Literature citation: takuma kaibara, yoshihisa kotani, katsuhisa fujita, yusuke kameda, hideaki fukaya; title: clinical outcome of extended oblique lateral interbody fusion (olif) in thoracolumbar transition. Mean age: 70 years, gender: male (7): female (16). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: oblique lumbar interbody fusion (olif) it was reported in an abstract that on unknown date, total of 23 patients (7 males, 16 females, mean age of 70 years old) underwent olif on thoracic/thoracolumbar vertebrae. Surgery was performed with retroperitoneal approach or a small thoracotomy using olif retractor with cage and bone allograft. In 3 cases, extrapleural approach was changed to thoracotomy. Post-op complications were observed which included 5 pleural injuries with chest drainage tube, but no post-op respiratory complications were observed.